Event description:
It was reported that the implant (int3211) got stuck with the impdtl driver and doctor was not able to place the implant. The implant was removed and another implant placed in the same surgery.

Manufacturer narrative:
One osseotite tapered certain implant was returned for inspection. The device shows signs of wear consistent with use, and the threads are noted to be damaged. The internal drive feature shows signs of rounding. The reported driver was not returned for inspection. The implant was functionally tested, and it was noted to be unable to properly assemble and disengage with a mating house driver due to the internal connection damage. The complaint is confirmed. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: appropriate documentation was reviewed and the following information was identified: documents reviewed: instsm rev d 02/16. Information identified: no-touchtm delivery of certain internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. Complaint alleges the driver tip could not disengage from the implant. The complaint was confirmed during inspection based on inspection of the implant. A root cause for the complaint could not be determined. The following sections were updated: date of this report, (B)(4), date received by manufacturer , follow-up number, follow up type, device evaluated by manufacturer: change no to yes. Zimmer biomet complaint # (B)(4).

Manufacturer narrative:
One osseotite tapered certain implant and one certain driver was returned for inspection. A visual inspection of the implant revealed signs of wear consistent with use, and the threads are noted to be damaged. The internal drive feature shows signs of rounding. The implant was functionally tested, and it was noted to be unable to properly assemble and disengage with a mating house driver due to the internal connection damage. The driver tip was also functionally tested with a mating implant and failed to function as intended. The complaint is confirmed. A device history review of the implant was performed and no related nonconformances were noted. Also a complaint history search of the implant was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instsm rev d 02/16. Information identified: no-touchtm delivery of certain internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. A singular for the complaint could not be determined.